Event description:
---

Manufacturer narrative:
At this time the lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure it was found that this right ventricular lead showed out of range pacing impedances and intermittent loss of capture. A lead fracture was noted at the end of the terminal pin. The lead was cut, and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.